Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) separate cable tensioners have a cable stuck in the devices. Issue was discovered after an unknown procedure on (B)(6) 2018 and after the devices were cleaned. No patient harm was reported. This report is for one (1) cable with crimp. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. One unknown cable was received stuck inside a returned cable tensioner (product code: 391.201). The cable ends we beginning to fray, as the cable appeared to have been intentionally cut after the tensioner jammed and would not release the cable. Upon investigation at the supplier, the cable was able to be removed during a functional test of the tensioner. No issues were identified with the removed cable that would have contributed to the complaint condition. Additionally, the product code of the returned device was unable to be confirmed as not product marking was on the device. As no defect was identified with the cable following a visual inspection and functional test of the associated tensioner, no further investigation is required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.